Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that the ethicon 5-0 ethibond sutures were related to the death or any adverse events in this series of patients described in the article? If the answer is yes, then please provide the following: can specific patient demographics be provided for the subjects of this article? What are patient pre-existing conditions, specific medical/surgical intervention? Were these cases previously reported? Is the product code and lot number available for any of the ethicon devices used?

Event description:
It was reported in a journal article that patients underwent mitral valve repair with a posterior leaflet height adjustment using a partial fold of the free edge and suture was used. After discharge, a patient died of sepsis and suspected endocarditis at a different institution almost 2 years after repair. Additional information was requested.